Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
The customer reported that the insulin pump alarmed motor error multiple times during the prime process. The blood glucose reading was 370mg/dl. Troubleshooting was performed. Assisted the customer with manual prime and to run the fixed prime test, but the device did not alarm. The caller stated that the insulin pump was not exposed to an MRI. Performed the displacement test and the test failed. The customer stated that the motor was not moving forward while attempting to prime. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.